Event description:
It was reported via home monitoring that this crt-d hit eos on (B)(6) 2017. The patient had a throat MRI on (B)(6) 2017. The device was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted over a period of 23 months, and 12 charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. The available iegm from (B)(6) 2017 showed interference signals in the right-ventricular and far-field channel. In addition, it was noted that battery state eos had been detected on the same day. The frequency and morphology of the sensed interference signals, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field, which indicates the start of the described magnetic resonance tomography. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the state mos1. The battery voltage of 2.95 v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction, and the device proved to be fully functional. In summary, the ICD was thoroughly analyzed. Die analysis showed that the implant was within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the influence of a strong external magnetic field during a magnetic resonance tomography. There was no material defect or manufacturing error.